Manufacturer narrative:
Concomitant medical products: 419378 lead implanted: (B)(6) 2002; 694958 lead, implanted: (B)(6) 2005; 1388t lead, implanted (B)(6) 2000; 6725 adaptor implanted: (B)(6) 2011; d224trk crtd implanted: (B)(6) 2011; 419588 lead, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead implanted on the left side, the right ventricular (rv) lead implanted on the right side and the other lv lead implanted on the right side were all explanted because they were "non-functioning" leads. The right sided rv lead and the left sided lv lead were analysis and it was determined that both leads had fractured. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed. Analysis indicated that the outer insulation of the lead developed a breach due to environmental stress cracking while in vivo. If information is provided in the future, a supplemental report will be issued.